Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The issue of the #1 key not working was not verified during evaluation. Instead during incoming device evaluation assessment (idea) an intermittent keypad operation was noted. The evaluator determined that the #3 key had intermittent functionality. The cause was determined to be the keypad not working as intended. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the #1 key (abc) on the spectrum pump keypad was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.